Manufacturer narrative:
The manufacturer previously reported information from a patient alleging the dreamstation 2 advanced auto CPAP device was not working and the device would not power on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The dreamstation 2 advanced auto CPAP device was returned to the third party service center for evaluation and the customer complaint was confirmed. During the evaluation it was noted that the pca (printed circuit board assembly) is burned. The device would not power on. There were no error codes were found in the device log history. In conclusion, the pca needs to be replaced. The root cause is not confirmed at this time. The dreamstation 2 advanced auto CPAP was returned to the product investigation lab (pil) for additional testing. The source of contamination was most likely external to the device. Pil was unable to confirm the complaint of will not power on. Humidifier inoperable. Possibly due to potential corrosion from possible water ingress on pca. Care orchestrator data was not able to be retrieved. Pil performed an external and internal inspection of the device and observed the following: iso (international organization for standardization) port and the inlet/outlet seal had white dust-like contamination in it. The heater plate, blower motor, and blower box had dust-like contamination. There was dark dust-like contamination at the air inlet of the blower box. Additionally, there was dust-like and hair-like contamination in the bottom enclosure, on the heater plate spring, and on the bottom enclosure under the heater plate spring. Potential mineral deposits were observed on top of pca (printed circuit assembly) indicate possible water was on the pca. Potential corrosion was observed on pca (printed circuit assembly) indicate possible water was on the pca. Updated: reason device not evaluated updated. Device avail for eval updated. Evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.

Event description:
The manufacturer received information from a patient alleging the dreamstation 2 advanced auto CPAP device was not working and the device would not power on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The dreamstation 2 advanced auto CPAP device was returned to the third-party service center for evaluation and the customer complaint was confirmed. During the evaluation it was noted that the pca (printed circuit board assembly) is burned. The device would not power on. There were no error codes were found in the device log history. In conclusion, the pca needs to be replaced. The root cause is not confirmed at this time. Additionally, the device was not repaired due to the customer request. The third-party service center stated the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further. If additional evaluation information becomes available a follow up report will be sent.